Event description:
It was reported that while monitoring a patient's ECG, the device performed a self test on its own. The hospital biomed later tried to duplicate the reported issue and during testing, the device started cycling power on its own and was inoperable. The patient whom was initially involved did not suffer any adverse effect from the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.